Event description:
During the atrial flutter ablation (afl) procedure, communication issues resulted in a procedural delay. The catheter and ampere system were connected, but the ampere system showed ¿catheter not connected¿. The cable and the generator were changed, but the issue persisted. A new catheter was replaced, and the procedure was completed. The patient was stable before, during, and post-product contact.